Manufacturer narrative:
(B)(4) - the actual device batch number associated with this event is not known. The international affiliate reports the following possible lot numbers:batch hce173: manuf. Date: 03-12-2014, exp. Date: 01-31-2019.batch gle474: manuf. Date: unk, exp. Date: unk.in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. H-6 conclusion code 78: a representative sample was returned for evaluation. It was visually and functionally examined for tensile strength and it met the requirements.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a femoral bypass procedure on (B)(6) 2014 and suture was used. The suture broke a few hours after the procedure. The surgeon secured the bleeding with new anastomosis. The patient lost 1.5 l of blood. Currently the patient is at home.